Manufacturer narrative:
The observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. A review of the provided data indicated that the alleged sample is a low titer sample. This would explain why wavering results were generated when the sample was repeated. As the same sample generated detected results three times on the same analyzer, the analyzer is performing as expected. This is a sample-specific issue and the reagent is performing as expected. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a negative result for sars-cov-2 on the first analyzer (sn: unknown). The same sample was tested again during a training on sn: (B)(4) and generated a positive result for the sars-cov-2. A review of the provided data showed that the sample was tested three times on sn: (B)(4) which generated the sars-cov-2 positive result. The customer reran the same sample again on a third analyzer (sn: unknown) and generated negative results for all three targets. The negative result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.